Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no screen anomalies found at power up. The programmer powered up and interrogated devices. The programmer passed functional testing.

Event description:
It was reported there is a screen abnormality when power on. The programmer was returned for repair and calibration. No patient com plications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.